Event description:
Info was received from the customer that the unit had "no alarm". The malfunction was identified during testing by the biomedical technician, was not in patient use and there were no reported pt harm. During repair evaluation the complaint was confirmed and it was identified that the audible alarm was not functioning to specification. The alarm was replaced to correct the problem. The alarm component has been forwarded to the vendor for root cause analysis.